Manufacturer narrative:
Additional information was received that the patient had no irritation from either ipg or lead site. It was noted that the patient had tumors which caused the pain and the tumors were explanted from the previous surgery. It was also reported that the patient did not used the stimulator for quite some time and no longer needed it. The explant procedure was cancelled due to constraints with the patient, physician and facility.

Event description:
A report was received that the patient was experiencing constant irritation. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing constant irritation. The patient will undergo an explant procedure.